Manufacturer narrative:
Additional information (27-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc observed that the affected patient samples had abnormal reaction flags. The customer was informed that the abnormal reaction flagged results should not be reported as these are not reportable values as indicated in the siemens dimension® exl¿ 200 operator's guide. A siemens customer service engineer (cse) was dispatched to the customer's site. The issue was resolved by the cse, who performed multiple service tasks as part of standard troubleshooting for issues of this nature. A potential product issue was not identified. The cause of the event is unknown. The system and customer are fully operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00107 was filed on 24-mar-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed total prostate specific antigen (tpsa) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely depressed total prostate specific antigen (tpsa) patient sample results were obtained on a dimension exl 200 system. The falsely depressed results were reported to the physician(s), and the results were questioned. The same samples were reprocessed on the same dimension exl 200 system on a later date. Additionally, a new sample was drawn from one of the patients and processed on the same dimension exl 200 system on a later date. Higher results, considered correct, were obtained. A corrected report was issued for the patient. The customer stated that one of the patients (sid: (B)(6)) had a radiotherapy treatment delayed due to the falsely depressed tpsa result. However, no information was provided about the delay. There are no known reports of adverse health consequences to the patient(s) due to the falsely depressed total prostate specific antigen (tpsa) results or the delay in radiotherapy treatment.